Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
No blood glucose levels reported. The customer reported receiving a failed self-test alarm from the insulin pump as was verified in the alarm history of the insulin pump. The customer also reported a lost sensor alert from the insulin pump. The customer was going to insert a new sensor on the insulin pump. No additional information was provided.